Manufacturer narrative:
2475 = "l" 1685, 1970 = "nl" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced vaginal prolapse, recurrent cystocele, abdominal pain, suprapubic pain, nausea, urinary tract infection, two blackened scab like areas on the anterior upper two-thirds of the vagina, 3 cm bartholin gland cyst on the right lower vulva, postmenopausal bleeding , granulation tissue , vaginal bleeding from mesh, marked swelling of the vulva with indurated tissue, foul smell and odor, excruciating pain, purulent discharge, small hematoma on the vulva, exposure of implanted urethral mesh, vaginal mesh erosion, vaginal erosion secondary to pessary use, an extensive volume of mesh erosion through the vaginal mucosa at the apex of the vagina, persistent menopausal bleeding and vaginal discharge, interstitial cystitis, large inflammatory changes throughout the bladder, multiple non-surgical and surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4). Per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced infections, injury to the bowl and bladder, abnormal bleeding, constant pain, mesh exposure and additional surgical interventions. Per additional information received, the patient has experienced an extensive volume of mesh erosion through the vaginal mucosa at the apex of the vagina with persistent menopausal bleeding and vaginal discharge, interstitial cystitis, and large inflammatory changes throughout the bladder. Reason for report: revocation of asr,  report ID number: (B)(4), corresponding exemption number: e2013025.